Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st150, an issue of disconnection /mismatching at the "y" of the arterial line was observed. This happened during patient reinstallation. The patient lost 200 ml of blood. The treatment was ended without the extracorporeal blood being returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the disconnection occurred after the y connector (to be used for priming only), was connected between the return line and patient access. It was reported when the patient was turned from their side to their back, the blood leak was observed and the ¿red line at the catheter was clamped¿. No issues were noted prior to the event and no air was noted in the circuit. The treatment was ended without the extracorporeal (ec) blood being returned to the patient and the patient received a blood transfusion. It was reported dialysis was subsequently resumed due to the patient experiencing anuria. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. According to the prismaflex/prismax operator´s manual: always connect the return line directly to the blood access device. Do not connect additional devices between the return line and the blood access device. Using additional devices (such as three-way valves, stopcocks, or extension lines) can impede the detection of return disconnections, potentially resulting in severe blood loss. Therefore, the likely cause of the reported events was associated with use error, with use of the y-connector during treatment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.